Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). This case is being reported because the subject caravel mc microcatheter (model# crv150-19m) is being distributed as the caravel micarocatheter (model# crv150-19p) in the us. Brand name (d1) is, therefore, caravel mc as indicated on the product package label; accordingly, the product name in this report is referred to as caravel mc microcatheter. The reported caravel mc microcatheter was returned for investigation. The returned caravel mc microcatheter was found with its distal tip detached. Microscopic observation found circumferential cracks on the tip fracture end, likely caused by ductile fracture. The fracture end lumen was ovally deformed and traces of ductile fracture were observed with the inner jacket. The remaining tip length indicated that the tip segment of the caravel mc microcatheter (originally 5mm in length) was torn off at approximately 2mm from its tip end, where the braided and polymer-coated segment ends and the polymer-only segment begins. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that tension generated with catheter withdrawal might have been locally accumulated to the subject caravel mc microcatheter while its distal segment was caught by the calcium. Consequently, the tip polymer was stretched and torn off. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings]. If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] separation.

Event description:
Heavily calcified, moderately flexuous, and 90-99% occluded lesion in segment #3 of the right coronary artery (rca). When attempts were made to cross the rca with the guide wire, the distal tip, a couple of millimeters I length, of the microcatheter was detached due to the heavy calcium in the #3 segment. On the bloodstream, the catheter tip fragment was brought into segment #4 of the rca; however, no anomaly was observed with the electrocardiogram of the patient, who was put in a rest state under monitoring and found stable. The caravel mc microcatheter was replaced with an unspecified microcatheter to successfully complete the procedure. It was informed that there were no adverse patient effects caused by the event and there were no problems found with the patient.